Manufacturer narrative:
(B)(4). The reported condition of the jaws sticking to the patient¿s tissue was not confirmed. The latching mechanism functioned properly and porcine kidney tissue did not stick to the jaws when grasped. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
It was originally reported that the customer stated the surgeon was not able to fully cut the tissue. However, the actual report is that the patient&#38112;tissue was sticking to the jaws and minor bleeding occurred.

Manufacturer narrative:
(B)(4). Date of initial report : 11/13/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the surgeon was not able to fully cut the tissue that had been sealed. Minor bleeding was noted as a result. There was no patient injury. The surgeon opened a new instrument of the same type to successfully complete the procedure.